Manufacturer narrative:
(B)(4). Batch # r57k1c. Photo evaluation: one photo was provided. The picture shows an anvil with a green reload loaded. The reload is not properly loaded on the device and the retaining pin can be seen partially advance. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage. And with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, anvil detached from device. During the anterior resection of low rectal cancer, removed the retaining cap, found the anvil detached from the device as the photo shows. There were not patient consequences reported.